Manufacturer narrative:
Medtronic received the following information from a journal article entitled; initial experience and potential advantages of afx2 bifurcated endograft system: comparative case series eunah jo, sanghyun ahn, seung-kee min, hyejin mo, hwan-jun jae, and saebeom hur. Vascular specialist international vol. 35, no. 4, pp. 4):209-216 https://doi.org/10.5758/vsi.2019.35.4.209 if information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for abdominal aortic aneurysms. The following adverse events were observed; occlusion, bleeding a patient death was reported but there is no causal link that the endurant stent graft caused or contributed to this death.